Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
Per china aer database: the hospital reported that during a case, the main switch malfunctioned on the ventilator resulting in a drop of the patient's blood oxygen level. There was no report of patient injury.